Event description:
During preparation, there was an air leakage from the product (exact place: unknown). Therefore, another balloon catheter was used in the angioplasty procedure, which was successfully completed. There was no defect on the outer box and sterile pouch. The product was properly stored. The product was not clinically used. As per the qualrap, no additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.